Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the dissector had a fractured waveguide. Functionally, the assembled device returned a green light and produced a welcome tone. The assembled device immediately alarmed when activated. The waveguide was inspected under magnification and the origin of the crack was identified. The evaluation found that the titanium waveguide became cracked from continued use after it may have come in contact with a metallic object. Use after damage can cause the cracked waveguide to break off. It was reported that the device received a red light and would not activate during use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sigmoidectomy, three different devices' handles have been opened and the three of them from the same lot stopped working. The nurse tried to clean the first one thinking there must be too much eschar and the jaw broke as seen on the picture attached. The photo submitted showed that the tip of the device was broken off. When not working devices were changed, the third device was used without issue during 15 minutes, then there was a planned conversion into open surgery and surgeon took a ligasure device. There was no patient injury. Medtronic's initial evaluation of the incident device found that the dissector had a fractured waveguide. The tip was returned.